Event description:
While drawing blood on a patient, the nurse removed a lavender tube from the vacutainer holder and a needle from the vacutainer came out and was stuck in the top of the tube causing a needle stick hazard. The patient needed to be re-drawn. A photo was taken.